Manufacturer narrative:
(B)(4). Batch # unk. Date of event: day unknown. Only year month ((B)(6)) and year (2018) known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Surgery / surgical procedure in which the event was presented: reason for surgery: weaving in which the stapler was used. Was there a delay in the surgery due to the problem with the device? If applicable, did the surgical delay cause consequences for the patient? Demographic data of the patient. What is the current state of the patient?

Event description:
It was reported that during an unknown procedure, I report that today I was informed that a power echelon stapler and the reload ecr60d, failed in the third shot, the knife cut but no longer returned, the reverse button was pressed, battery was removed and put it back but the blade still did not return, so he opted to open the override manually and then, it was possible to open the jaw. Dr. Continued with a new stapler to complete his procedure without any additional mishap.

Manufacturer narrative:
(B)(4). Batch # r57c48. The analysis found that one pse60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.